Event description:
Per medical records, patient sustained an injury to his back while at work. A posterior spinal fusion from l4 to the sacrum was performed on the patient. Ten months postoperatively, he was noted to have a pseudomeningocele was treated with primary repair and lumbar shunt. Since that time, he had episodic headaches of a migraine nature that responded to fioricet. In 2003, he was admitted for dehydration and found to be overly dependent on fioricet. On (B)(6) 2003 the patient presented with migraine headaches, degenerative discs at l3-4 with right herniation nucleus puposus and right sciatica. The patient underwent spinal surgery to rule out pseudoarthrosis at l4-5 and pseudomeningocele. The surgery consisted of inspection of lumbar fusion, removal of hardware from l4 to s1, repair of psuedoarthrosis of left l4-5 and transforaminal lumbar interbody fusion (tlif) at right l3-4 using cages, iliac crest bone graft (icbg) and rhbmp-2/acs and tsrh 3d pedicle screw instrumentation. The bmp and cancellous material was placed posteriorly and packed inside a peek cage. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was provided.

Event description:
It was reported that on (B)(6): the patient underwent spinal fusion with rhbmp-2/acs. On (B)(6) 2003: the patient was noted to have loose screws at l4 and pseudarthrosis at l4-5. On (B)(6) 2003: the patient underwent a corrective surgery due to degenerative disc disease and herniated discs. Following complications were observed: chronic pain in lower back radiating to the knees.

Manufacturer narrative:
Concomitant products: cage, screws, rods (implant: (B)(6) 2003). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.